Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that while in the operating room, the intra-aorta balloon (iab) was being placed in a female pt for preventative use. At the beginning of the procedure, after inserting the catheter into the teflon sheath and connecting to the pump, the iab would not unwrap. It was removed and replaced with another catheter. There was a delay while another iab was prepped and inserted. There was no pt death, injuries or complications. The pt outcome is fine. Add'l info received on 04/13/2011 from the sales rep stated that they reported, the alarm on the pump was high pressure, but they do not have a paper (there is not a log file to check). The first iab had the right introduction kit with all the sheath in teflon. Reference MDR #1219856-2011-00139 for the second event involving the same pt.